Manufacturer narrative:
During a follow-up with tandem technical support, the customer reported receiving inaccurate and static fill estimates despite loading a new cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's insulin gauge has been static since changing the cartridge on (B)(6). Customer indicated that a new cartridge would be loaded after letting the insulin get to room temperature. The customer reported blood glucose levels ranging from 209 to 276 (mg/dl) and delivered a correction bolus to stabilize bg levels. Customer did not know the cause of the high bg level of 209 (mg/dl). The next day (5/27), the customer reported a low blood glucose level of 62 (mg/dl) and ate a fruit cocktail to stabilize the low bg level.